Event description:
Additional information received from the patient reported that they didn't think the pump was working right. It "ran out for 3 months" and there was a volume discrepancy so they didn't believe the medication was dispensing properly. They have a "2nd medication for neuropathy" and they were having a return of those symptoms. They believed their last refill was in january. Agent reviewed mdt resources for healthcare providers (hcp) and recommended hcp contact mdt directly as they desire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving bupivacaine (2.1 mg/ml at 0.9936 mg/day), morphine (unknown) (20 mg/ml at 9.463 mg/day), and saline (9 ml/ml at 4 ml/day) via an implantable pump for spinal pain. It was reported that the patient's pump was empty. The patient was changing providers and the pump was dry for about a month until they put saline in it a week ago. They did a reservoir volume check today ((B)(6) 2021) and expected 36.5 ml and got back 39. It was reviewed the considerations around pump running empty, reviewed pump longevity. Discussed the option to allow saline to continue to run and check volume again when more fluid should have been delivered. The issue was not resolved through troubleshooting. They will discuss the options with the healthcare provider (hcp) and determine the next steps.  No patient symptoms or complications were reported.